Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 60 mg/dl with unsteadiness when standing and walking associated with a battery life issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the alarm history indicated the battery life was less than expected and had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.

Manufacturer narrative:
There were multiple replace battery alarms observed in black box. The black box showed that the battery voltage immediately following a battery change was low. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pumps electrical current draws were tested and were within specifications. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).